Manufacturer narrative:
(B)(4). The customer reported that they replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) was called to load the current software. The device then passed all testing.

Event description:
It was reported that a ventilator display was erratic. There was no patient involvement.